Event description:
It was reported that the patient's lead had an insulation break causing unipolar measurements to be low and also shorted out the bipolar impedance which showed undefined impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.